Manufacturer narrative:
The previously submitted report has recall number mentioned incorrectly, in this report, section h "recall (z) number" has been corrected/updated.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-111015. This report was submitted as a duplicate report of the previously submitted report.

Event description:
A dreamstation auto CPAP device was returned to the service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed.